Event description:
A facility reported a patient presented for an urgent vp shunt exploration/revision due to hydrocephalus and it was found that the valve was broken. The certas valve (ID 828804) was implanted on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve was returned for evaluation: DHR - lot 5804851, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a bloodstain and biological debris was noted. A cut/tear marks on the silicon housing along the siphon guard was noted. The complaint was confirmed. The root cause for the issue reported by the customer, is due to improper handling of the device in view of the cut on the housing noted during the investigation. The root cause for the a cut/tear marks is due a sharp or pointed object coming into contact with the valve, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.